Manufacturer narrative:
(B)(4). G2-foreign- germany. D10. Medical product: item#:010000732 ;lot#:6243307 ;item name:g7 neutral arcomxl lnr 32mm e ; item#:650-0833 ;lot#:2018040333 ;item name: delta cer fm hd 032/-4.0 12/14 ; item#:51-120110 ;lot#:2293789 ;item name: tprlc 133 fp 12/14 pps so 11.0. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to acetabular cup loosening and a periprosthetic fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A clinical report from was received and reviewed by a healthcare professional. The review identified the following. 3-6 months follow-up: patient reported pain 7/10. Leg lengths equal, slight limp, single cane for long walks normal finding at this point post-op. X-ray: inclination of cup 45°, version of cup neutral, a/p stem varus, lateral neutral. 1-year follow-up: no pain, no limp, no walking support, legs equal in length. 3-year follow-up: very mild pain, no limp, single cane for long walks, legs equal in length. 3 years after implantation; revision left hip, acetabular loosening and periprosthetic greater trochanter fracture. 5-year follow-up: no pain, legs equal in length. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.